Event description:
New information received notes a nonsustained right ventricular oversensing alert was observed through merlin transmission. Myopotential oversensing was suspected upon review of the electrograms. Programming change was made. The patient condition is fine.

Event description:
It was reported that through merlin.net, non-sustained lead noise due to oversensing was observed. Oversensing was noted in the stored egm. Inappropriate therapy was not delivered during oversensing. Device reprogramming will be made on next follow-up. Patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.